Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) analyzed the system remotely and confirmed the reported issue. The rse instructed the hospital biomed to check the 1-phase uninterruptible power supply (ups) in the m-cabinet, where no output voltage was found. The philips field service engineer (fse) inspected the system onsite and bypassed the 1-phase ups to resolve the issue. After bypassing the 1-phase ups, the system was returned to use in good working order and ready for clinical use. The reported issue is related to medical device correction (z-2502-2025). The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.